Manufacturer narrative:
The subject device was returned for inspection. The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the that during an unknown examination the bronchovideoscope had white stripes on the monitor. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted as a correction to the previous submitted emdr. It was incorrectly submitted as the product was returned. The correction: " the product was not returned"